Manufacturer narrative:
Other text: d3, g1,2 email is: regulatory.responses@icumed.com. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pressure gauge was out of range. No patient injury or clinical affects was reported.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. D4: complete UDI - (B)(4). One device was received in with pressure manometer out of specification, front panel was bent, all 4 small knobs were broken off and battery door cracked. The complaint was confirmed as the pressure gauge's needle was visibly stuck and out of specification. The cause was due to physical impact to the device. The pressure manometer assembly kit will be replaced.

Manufacturer narrative:
**UDI related data quality updates only**